Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for other chronic pain (trunk/limbs). It was reported that the ins in the patient's right flank was sticking out through the skin. There was redness around the area. No device issues were reported or alleged. The cause of this event was unknown; no environmental factors could be identified. The ins, extensions and lead were explanted on (B)(6) 2019. The ins was discarded by the customer despite the ins being requested to be returned for analysis. No further complications were reported or anticipated.